Manufacturer narrative:
(B)(4) the rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 breathing circuit was not returned to f&p in (B)(4) for investigation. Our investigation is therefore based on the information and photographs provided by the hospital. Result: the photographs provided show one particle of foreign material larger than 0.6 mm inside the breathing circuit expiratory limb. Conclusion: it is likely that the foreign material was introduced into the expiratory limb during production which was then packed inside the breathing circuit packaging and not identified during visual inspection. Our user instructions that accompany the rt200 adult breathing circuit state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a rt200 adult breathing circuit had a blue unidentified object in the expiratory circuit. This was found before patient use.